Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, the insulin gauge was inaccurate. Reportedly, the customer declined troubleshooting with tandem technical support and continued to use the pump with current pump supplies for insulin therapy. Customer's blood glucose was in 180-283 mg/dl range.